Event description:
It was reported that a spectrum pump stopped infusing. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue ¿pump stopped infusing¿ was not reproduced. Flow accuracy testing was performed, and the device delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device was found to power off without user input. The cause was identified to be a damaged alternating current power adapter which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.